Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Patient's side rail is falling. It will not lock into place.